Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2007 -patient underwent a right inguinal hernia repair surgery. Patient's hernia was repaired with a medium oval kugel patch. (B)(6) 2008 - patient presented to his physician with complaints of right groin pain and urinary symptoms. (B)(6) 2008 - patient underwent surgery to have his kugel mesh patch removed. His surgeon noted that the mesh was attached to his iliac vessels and the majority of the patch was removed. Patient has suffered and will continue to suffer physical pain and mental anguish.